Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient developed an infection at their ipg site. As a result, the patient was placed on antibiotics and will follow up with their physician.

Event description:
Follow up revealed that the patient's blood work tested positive for infection. As a result, surgery was taken to explant the ipg and the patient was placed on antibiotics.

Event description:
It was reported that the infection has since resolved and the patient was re-implanted on (B)(6) 2021.